Event description:
Consumer complaint of blood result reading of "hi." Last 5 blood results in memory: hi, 119 mg/dl, 421 mg/dl, 166 mg/dl, 375 mg/dl, "lo." No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "hi". Last 5 blood results in memory: hi, 119mg/dl, 421mg/dl, 166mg/dl, 375mg/dl, "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report number (B)(4).